Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited a high-pressure alarm. The continuous infusion rate had been 2.2 ml, with a total reservoir volume of 100 ml and 15 ml given. Both the air detector and upstream sensor had been off. The infusion had lasted 46 hours with a lock level of l2. The bd injector n40-o cstd had been used to fill the cassette. The event there was patient involvement, and no patient harm/adverse event reported.